Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as a lot number was not provided. A root cause could be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by a nurse that a gastronomy tube was put into a patient and the procedure went well. However, there was a problem connecting the tube to give the feedings as the appropriate connection/stopcock was not used. It was determined that the stoma measuring device was placed instead of the gastronomy tube. The correct tube was placed. No further incident or patient information is available .